Manufacturer narrative:
UDI: (B)(4). Device history record review: review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was determined that the impactor device had no damage on the exterior and there was a sound of something moving around in the housing. It was further determined that the device accepted and locked the adapters and the anvil extended and retracted as intended. It was observed that the battery latch handle locked in place and accepted the battery device. It was further observed that the impactor did not function at all. The rear housing was removed from the unit and it was determined that the trigger body screw had come out of the midplate. It was further determined that the loctite was not seen in the hole or on the screw threads and the rear can was removed, and condensation was seen on the printed circuit board assembly (pcba). It was determined that the intermittence was likely seen by the customer due to the trigger body disengaging from the midplate ¿ manufacturing issue. It was further determined that the complete non-functionality was caused by a leak that allowed water from the sterilization process to leak internally, damaging the electrical components, and resulting in an inoperable impactor ¿ manufacturing issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to manufacturing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise surgical impactor device experienced intermittent operation and low power. During in-house engineering evaluation, it was observed that the trigger body screw had come out of the midplate. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.